Event description:
It was reported that the catheter was in use on a pt with chronic intractable pain. After insertion of the catheter, an x-ray documented the tip at the level of t-10. There was good catheter flow, and spinal fluid was able to be aspirated. However, shortly after implant, the pt complained of pain and weakness in the right leg. An MRI was performed and showed perforation of the spinal cord by the tip of the catheter. The catheter was explanted and replaced. The pt is undergoing physical therapy for the right leg.